Event description:
Related manufacturer reference number: (B)(4). It was reported that during implant procedure, two aveir leadless pacemakers (lp) got caught on connective tissue and the helix had become stretched. The procedure was completed using a third lp on (B)(6) 2023. The patient was stable.